Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 1229 mg/dl. It was stated that the customer was not using the insulin pump correctly, and needs additional training. Unable to troubleshoot at the time of the call. The caller was provided with the local insulin pump trainer's information. Nothing further was reported.